Event description:
Reporter calling, stating approximately (B)(6) 2024, his resmed airsense 11 autoset CPAP (continuous positive airway pressure) device displayed a message stating that a software update was automatically performed. Reporter states that the first time he attempted to use his CPAP after the software update, the machine was "blowing faster" than usual, without the typical and gradual building or "ramp up" of airway pressure; reporter states that it seemed like to him that the CPAP began blowing at full speed as soon as he turned it on, which he states was unusual. During the night, reporter states he woke up because he was breathing in a "burning plastic smell" coming from his CPAP. Reporter states this odor was not overly strong, however was enough to wake him from his sleep and he states the burning odor was concerning. Reporter states he immediately checked the CPAP water reservoir and the water reservoir contained a correct amount of water. Reporter states he uses a nasal pillow and heating tube with his resmed CPAP. Reporter states he has stopped using the device and immediately contacted his doctor, and additionally contacted resmed to begin the process of device replacement. Reporter states he is expecting a representative from resmed to call him back soon. Reporter states that until a new or replacement device arrives, he is concerned for his health because "I need this device for my health" and he is forced to currently sleep without using a CPAP. Reporter states he suffered a stroke "last year" and using a CPAP is critical to his health.